Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "a randomized trial investigating the cost-utility of patient-specific instrumentation in total knee arthroplasty in an obese population" written by bryn o. Zomar, phd, edward m. Vasarhelyi, md, msc, frcsc, lyndsay e. Somerville, phd, brent a. Lanting, md, msc, frcsc, james l. Howard, md, msc, frcsc, and jacquelyn d. Marsh, phd published by the journal of arthroplasty on april 30, 2021 was reviewed. The purpose of our study was to determine, using a prospective, randomized controlled trial, the cost-utility of psi compared with standard instrumentation for tka in an obese patient population from both public health care payer and societal perspectives. All patients were implanted with attune total knee implants (cement manufacturer is unknown). All patients had surgery between january 2015 and january 2018. All patients were followed up for 12 months. 173 patients were involved within the study. 87 were soc (standard of care) and 86 were psi (patient-specific instrumentation) adverse event involving depuy ¿ synthes products: adverse events were broken down into intra-op, during hospitalization, postoperatively, medical complications, and other surgeries. The adverse events within the medical complications and other surgeries will not be included as an adverse event related to the study participation as the author draws attention to one of the medical complications that it was unrelated to the study participation. The remaining medical complications and other surgeries noted appear to be comorbidities of the study patients. Soc adverse events: partial mcl injury (1) during surgery and was surgical repaired with an allograft and augment. Treated with brace post op. Urinary retention (5) no treatment noted . Hypotension (2) no treatment noted. Pulmonary embolism (1) bilateral pes and were treated with blood thinner medication for 90 days. Drug reaction (2) no treatment noted . Deep infection (2) treated with I&d¿s and antibiotics. Superficial infection (7) no treatment noted. Wound dehiscence (1) no treatment noted. Stiffness (1) no treatment noted. Psi adverse events: urinary retention (3) no treatment noted. Hypotension (1) no treatment noted. Drug reaction (2) no treatment noted. Deep vein thrombosis (1) treated with IV blood thinners. Deep infection (1) treated with oral antibiotics. Patient declined additional treatment and infection did not resolve. Superficial infection (1) no treatment noted. Wound dehiscence (3) no treatment noted. Stiffness (1) no treatment noted. Laxity (1) no treatment noted. Increased pain (4) no treatment noted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.